Event description:
It was reported that pump displayed malfunction code and customer contacted support for assistance, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support explained that malfunction indicated pump issue, provided instructions to reset pump, assisted caller in completing reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction appeared again, which customer understood.